Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf) during induced defibrillation threshold (dft) testing. The pocket was being closed at the time of the event, however, the skin layer was not completely closed yet, therefore, the pocket was reopened and this lead removed, and another lead was successfully implanted as a replacement. The physician expressed that the conversion failed due to using a single coil lead, therefore, a dual coil lead was implanted and dft testing performed successfully. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of difficulty converting rhythm (induced).

Event description:
It was reported that this right ventricular (rv) lead exhibited non-conversion of ventricular tachycardia (vt) or ventricular fibrillation (vf) during induced defibrillation threshold (dft) testing. The pocket was being closed at the time of the event, however, the skin layer was not completely closed yet, therefore, the pocket was reopened and this lead removed, and another lead was successfully implanted as a replacement. The physician expressed that the conversion failed due to using a single coil lead, therefore, a dual coil lead was implanted and dft testing performed successfully. No additional adverse patient effects. The product was returned for analysis.